Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported phenomenon ¿delay in procedure (20 minutes)¿ and ¿image is compromised¿ occurred because the video function did not work properly due to the damage of the objective lens. However, the root cause of the phenomenon's could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the procedure was delayed by 20 minutes and no additional treatment was needed. The patient's overall outcome was fine and no extended hospital stay was required. No extended anesthesia/sedation required. The device was inspected prior to use per instructions for use.

Event description:
The customer reported to olympus that when using an evis exera ii ultrasonic bronchofibervideoscope, the image was compromised. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (compromised image) was not confirmed. Additional evaluation findings were as follows: the image guide bundle had a stain, due to damage on the objective lens, a foggy image occurred, the adhesive on the bending section cover and the objective lens had cracks, and the objective lens was slipping down. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.